Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 17pb4834 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch report, the facility reported: "patient prepped and draped per procedure protocol. Right brachial vein accessed with 21g needle removed over wire. 5fr micro-introducer advanced over 0.018 guidewire. Guidewire removed from micro-introducer and micro-introducer dilator capped off with dead end cap. PICC prepped for insertion. Dilator removed from breakaway sheath. PICC inserted without issue. PICC tip placement verified with sherlock and 3cg. Upon trying to remove the breakaway sheath one of the red finger pieces that normally is used to split the sheath and pull it out broke away from the sheath. Sheath portion remained intact and was removed over the external portion of the PICC line then split and removed away from the line with the remaining red finger piece. Breakaway sheath visually inspected no pieces missing. PICC line secured and dressed per policy. Pcxr obtained that included the right arm. PICC line appears to be in good position and nothing else noted on x-ray.